Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. There was no complaint device returned for investigation. The catheter came out during use, could possibly be due to hole or leak on the catheter balloon. Hole or leak balloon could be occurred due to various reasons. However, in the absence of returned sample and limited information available for this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
Catheter was inserted during surgery to remove bladder tumor. When patient was moved to inpatient recovery the catheter slid out. No patient harm or discomfort; catheter was replaced.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Catheter was inserted during surgery to remove bladder tumor. When patient was moved to inpatient recovery the catheter slid out. No patient harm or discomfort; catheter was replaced.